Event description:
The pt was admitted for a procedure in 2008 with a lesion in the right coronary artery (rca). A 3.0 x 28mm cypher select plus stent was unable to be deployed at the target lesion.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.